Event description:
Customer reported experiencing cgm error 42, leading them to contact support. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the customer through the process, which resolved the issue as the error code did not reappear. The customer successfully initiated a new sensor session.